Event description:
Additional information was received indicating pacing inhibition occurred. The device was reprogrammed to resolve the event.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. No intervention has been performed. The lead remains implanted and the patient was stable.